Manufacturer narrative:
H3, h6: the manufacture representative went to the site to test the imaging system and tried to replace power supply and supply board. Test point voltage at booster board and dual starter board was low. Representative would replace booster board and dual speed starter board. Representative could not shoot radiate 2d and 3d. No error appeared at system. After system rebooting, just 3d shoot could activated at one time. Error codes were checked. Booster board and dual speed starter board detached from imaging system and installed (replaced) booster board and starter board at hospital imaging system. But system issue was not resolved. After board replacement, generator could not ready and beeping. Test point (booster board) checked low voltage. Replaced boards (booster, starter) installed again imaging system. Imaging system also could not ready generator. Hospital system could not activate 2d x-ray shot. But 2dr mode could activated. 3d mode could activated. Representative suspected cable issue and found cable that connected at starter board might be defective. Replaced starter board and booster board. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replace new booster board. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230; product ID: bi71000576; section e. Initial reporter information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that imaging system can not shoot radiate 2d and 3d. No error appeared at system. After system rebooting, just 3d shoot can activated at one time. There was no patient involvement.

Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and during observing just one time x-ray (3d) couldn't shoot with hand switch. After 2nd shooting time, 3d shot normally activated. No more issue at surgery. Replaced booster board, starter board. For solving prior issue (intermittently can't shoot at 2d, 3d mode.) After spare parts replacement, no more issue occurred. MDR codes: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.